Event description:
Same case as MDR ID#: 2134265-2012-01601. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated and then a 4.00x24mm promus element stent delivery system (sds) was advanced to the lad; however the device was unable to cross the lesion. The device was removed from the patient and stent damage was noted. The procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated and then a 4.00x24mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and stent damage was noted. The procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluation by manufacturer: visual and microscopic examination identified distal stent damage. The distal stent struts were stretched and twisted and the stent had moved distally approximately 10mm on the balloon. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).